Manufacturer narrative:
(B)(6). (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable small oval med stiff snare was to be used during a procedure on (B)(6) 2020. According to the complainant, when the product was received, the seal was broken and was peeled off inside the box when it arrived. A replacement was requested because it was stuck with the other products. It was not reported how the procedure was completed. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.